Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Review of service history record confirmed that the device had not been repaired within the past year. The root cause cannot be conclusively identified. Based on the results of the investigation, it was inferred that phenomenon occurred due to : during cleaning, etc., the adhesive was peeled off due to the application of external force such as strong rubbing on the relevant part. During long-term use, the adhesive was worn and peeled off by repeatedly rubbing the relevant part. During transportation, use, cleaning, storage, etc., a cut was made in the relevant part due to the application of external force such as hitting or catching the relevant part. As stated on the IFU (instruction for use) the user manual states: do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The returned device was evaluated. Inspection found cut on the probe unit pink rubber. The customer reported issue was confirmed. Peeling was observed on the forceps cover glue and unit was found leaking. Crack on a-rubber glue was noted and multiple broken elements were observed on the um (ultrasound image). The s-cover plate was found missing and cut on switch button # 4 was observed. Based on evaluation findings the failures found could be attributed to use handling and or maintenance issue. Investigation is ongoing. This report will be supplemented accordingly following investigations.

Event description:
The user facility reported tear in distal end of scope. The issue occurred during an unknown event. There was no patient involvement reported due to the event. No user injury reported. Device return evaluation found a cut on the probe unit pink rubber. This report is being submitted for the probe cut unit pink rubber.